Manufacturer narrative:
Concomitant product(s): a 4524 lead, implanted: (B)(6)1996. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the right ventricular (rv) lead, the patient was hospitalized with a pericardial perforation. The rv lead was re-positioned and pericardial drain was performed. No further patient complications have been reported as a result of this event.